Manufacturer narrative:
Failure analysis noted that the pump received with motion sensor test failure during rewind. The problem was isolated to the mother board. Analysis was unable to verify motor position encoder error alarm due to motion sensor test failure alarm during rewind. The motor was tested and passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor position encoder error, and motion sensor test failure alarm. The blood glucose at the time of the incident was 151 mg/dl. The customer was unable to perform the displacement test duet the pump stuck in rewind/ motion sensor test failure. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.